Event description:
It was reported that the pump declared an altitude alarm 21. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer, with guidance from technical support, was able to resume insulin delivery using the original cartridge without needing to replace it, and received tips to prevent future altitude alarms.